Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 9x11x27mm concorde bullet cage was properly loaded on inserter. Surgeon began to insert cage into the interbody space (l4-5). The threads on the cage seemed to give way and a very small posterior piece of the cage adjacent to threads broke free. The surgeon immediately removed the cage. Absolutely no part of the cage remained - all pieces of the cage & threads were clearly and thoroughly removed with no delay or harm to the patient.a second cage was then packed with the patient's bone and subsequently inserted into disc space with no issue.